Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose. The blood glucose reading was 400 mg/dl. The customer's parent treated the customer's high blood glucose with manual injection. The customer was not present to troubleshoot for the high blood glucose incident. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.